Event description:
A surgeon reported a patient experiencing glare and seeing halos following bilateral intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/28/2009 and 06/15/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 06/25/2009.